Manufacturer narrative:
A third party service agent evaluated the device and was unable to verify the reported failure. Further conversation with the customer has determined that the customer report of the device losing power was not accurate. The customer stated that the crew using the device initially thought the device lost power because they were unable to see the screen due to the device being in direct sunlight. Since the crew was unable to see the device because of the direct sunlight, they reported the loss of power. The service agent evaluated the device and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. There was no failure of the device.

Manufacturer narrative:
The initial medwatch report indicates: date of event - (B)(6) 2014 the initial medwatch report should indicate : date of event - (B)(6) 2013.

Event description:
The customer reported that during a patient event, the device lost power. The customer stated that this event took place in a helicopter and the device was covered with a blanket. The customer did provide further event details and it is unknown if the patient suffered any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.